Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range (oor) right ventricular (rv) pacing impedance measurements measuring, greater than 3,000 ohms. Technical services (ts) noted there was only one value that was oor. Ts discussed possible causes and provided troubleshooting options. At this time, this system remains in service. No adverse patient effects were reported.